Event description:
Information received by medtronic indicated that the insulin pump had occlusion during priming. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
S/w version 4.11d. Retainer ring = clear. Customer returned pump for alleged insulin flow blocked alarm found on (B)(6) 2021. Unit passed the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. Test p-cap and reservoir locked properly into reservoir compartment during testing. No unexpected insulin flow blocked alarms noted during testing. Unit successfully downloaded to thus. Confirmed pump alarm insulin flow blocked alarm on (B)(6) 2021 at 15:16:20.000 in pump downloaded history. No unexpected insulin flow blocked alarms in pump history download. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage¿on the electronic assembly, motor, or force sensor. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, keypad overlay texture damage, scratched keypad overlay, cracked case (battery tube), cracked battery tube threads, cracked retainer, corroded battery tube, and minor scratches on lcd window. In summary, customer allegation for insulin flow blocked alarm was not confirmed. No unexpected insulin flow blocked alarms noted during testing. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.